Event description:
It was reported that the patient presented for a generator change due to normal eri. Two years prior an alert for low, out of range, high voltage lead impedance had been received but no action was taken as the patient was lost to follow-up. An alert for low, out of range high voltage lead impedance was noted during dft testing with the new device. The vector was reprogrammed to exclude the svc coil and the impedances measured normally. Lead remains implanted.